Manufacturer narrative:
This report is associated with (B)(4), biotene oral rinse (unspecified variant).

Event description:
My husband who has dry mouth accidentally swallowed it [accidental device ingestion], he's been choking since he took it [choking], he couldn't stop coughing for about a half an hour [cough], he couldn't talk for half an hour [speech disorder], he couldn't even catch his breath [shortness of breath]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and choking (serious criteria gsk medically significant). The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the accidental device ingestion and choking were unknown. It was unknown if the reporter considered the accidental device ingestion and choking to be related to biotene oral rinse (unspecified variant). Additional details, adverse event information was received on 24 may 2018. The consumer stated that, "biotene dry mouth oral rinse. My dentist gave me this mouthwash. My husband who has dry mouth accidentally swallowed it. He's been choking since he took it." Follow up information was received on 04 june 2018. Reporter called to follow up with her regarding her husband's experience with the product. She reported her husband doing fine now. He did not think he was going to pull through. He could not stop coughing for about a half an hour. He could not talk for half an hour and he could not even catch his breath. The patient denied having to see his doctor and denied permission to contact his doctor. The event were added cough, speech disorder, shortness of breath. The event outcome for cough, speech disorder and shortness of breath was recovered. The event outcome for choking was changed from unknown to recovered. It was unknown if the reporter considered the cough, speech disorder and shortness of breath to be related to biotene oral rinse (unspecified variant).